Event description:
Pt underwent a revision of total right knee replacement due to severe limitation of motion. Surgical findings included arthrofibrosis within the joint, scarring within the intercondylar notch, extensor mechanism fibrosis, and mild wear of the tibial component.